Event description:
On (B)(6) 2011, customer reported false positive (B)(6) results that occurred on (B)(6) 2011, on the image 800 instrument, for 8 patient samples. The issue appears to be reagent-related. There was no effect to patient treatment, and incorrect results were not reported out of the laboratory. No specific patient information was provided. Service was not called as this issue appears to be due to a change in the reagent lot number.